Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
It has been reported that a few sutures where found to have the needle not attached to the thread. Facility chose not to use them on a patient.

Manufacturer narrative:
Samples received: 103 closed and one open units. Analysis and results: there are no previous complaints of this code batch. There is a previous complaint of this code batch, for the same issue and closed as justified. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. A rotation test was performed on the closed samples received, it was noticed that the thread breaks easily next to the needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread to burn and break easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.